Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they emergency medical service was dispatched and she was admitted into the hospital due to high blood glucose on unknown date and also all five of the buttons on the keypad are difficult to press. The customer¿s blood glucose level was 411 mg/dl at the time of hospitalization. Customer stated that she would try to test her blood glucose and press on the b button but it would not respond. The time advanced by one minute. Customer stated that she had a high blood glucose reading that later turned into a low blood glucose reading. The customer¿s blood glucose dropped to 80 mg/dl. The customer declined troubleshooting for low blood glucose value. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the express bolus, esc and act buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a cracked belt clip slot.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.